Event description:
It was reported to boston scientific corporation that a passport kit was used during a ureteroscopic lithotripsy performed on (B)(6) 2015. According to the complainant, during the procedure, the device leaked when an encore 26 was used to inflate the balloon with water. The balloon was unable to be inflated under any pressure level. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the flexible coil tip was stretched.

Manufacturer narrative:
(B)(4) for the evaluation findings of coil tip stretched. Visual and tactile examination of the returned passport kit identified no kinks or damage to the shaft. A visual and microscopic examination of the balloon material identified no tears or holes in the balloon. The wire inside the balloon was kinked, consistent with excessive force having been applied. A microscopic examination of the lapweld identified no anomalies. A visual examination of the flexible coil tip identified that it was stretched, consistent with excessive tensile force having been applied. Liquid leaked out through the site of the stretched tip during an attempt to inflate the balloon. There were no leaks identified in the balloon material. A microscopic examination of the leak site identified that the liquid was coming out through the stretched coiled tip. Based on all gathered information, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and there was no evidence that the device was used in a manner inconsistent with the labelled indications.